Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.